Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, the vh-3030 was being tested during set up for the case and there was no power. A replacement cable was used to complete the procedure. There were no patient effects. The product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. Internal file number - (B)(4).